Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the case, the patient¿s blood pressure dropped. However, remained stable at (120/60). An intracardiac echocardiography (ice) catheter was used to look around inside the heart, and a small pericardial effusion (about 4mm in size) was observed. Cardiac tamponade was then confirmed by echocardiogram. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. It was reported that the liver may have been damaged during the pericardiocentesis. The physician requested an exploratory laparotomy to determine why the liver may have been bleeding. However, there¿s no further information that clarifies whether the liver was damaged or not. The patient was reported in stable condition. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available.